Event description:
A customer reported that they obtained imprecise sequential readings on their precision optium meter. The customer reported that they obtained readings of 15.3 mmol/l and 3 mmol/l within a 10 minutes timeframe. When plotted on a parkes error grid, the results fell within the 'c' zone and are considered clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
(B) (4). The product has been requested and a follow up will be submitted when results are available.